Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The caller stated that the flange broke in the area of the tie hole. The tracheostomy tube was still being used by the pt at the time of the call. The caller stated the pt's doctor was able to find a way to keep the tracheostomy tube secured, but did not have any details how. The caller stated he would call back if or when the tracheostomy tube is available to be returned.